Event description:
It was reported that the patient presented with an aneurysm or kink in left corpora. The physician tried to do some troubleshooting like inflating and deflating and also twisting but the problem was not resolved. An inflatable penile prosthesis (ipp) revision surgery was performed, it was concluded that the left cylinder was mispositioned, therefore, it was removed. The patient was dilated, remeasured and the left cylinder was replaced by a new one. The patient is expected to fully recover. It was further reported that there was no cylinder aneurysm, it was a corporal aneurysm. There was no product issue that led to the malposition of the cylinder. It is a corporal body defect not caused by the device and the cause is unknown.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists altered therapeutic response, urogenital inflammation and tissue damage as a potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with an aneurysm or kink in left corpora. The physician tried to do some troubleshooting like inflating and deflating and also twisting but the problem was not resolved. An inflatable penile prosthesis (ipp) revision surgery was performed, it was concluded that the left cylinder was mispositioned, therefore, it was removed. The patient was dilated, remeasured and the left cylinder was replaced by a new one. The patient is expected to fully recover. It was further reported that there was no cylinder aneurysm, it was a corporal aneurysm. There was no product issue that led to the malposition of the cylinder. It is a corporal body defect not caused by the device and the cause is unknown.

Manufacturer narrative:
Information updated: patient codes.

Event description:
It was reported that the patient presented with an aneurysm or kink in left corpora. The physician tried to do some troubleshooting like inflating and deflating and also twisting but the problem was not resolved. An inflatable penile prosthesis (ipp) revision surgery was performed, it was concluded that the left cylinder was mispositioned, therefore, it was removed. The patient was dilated, remeasured and the left cylinder was replaced by a new one. The patient is expected to fully recover.